Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the study indicated that approximately 11months post index procedure, the patient died. The event was reported to be unrelated to the device and procedure.